Event description:
Patient allegedly received a gunther tulip implant on (B)(6) 2011 via the right jugular vein due to previous deep vein thrombosis (dvt), followed by an unsuccessful retrieval attempt on (B)(6) 2021 due to device failure. Patient is alleging vena cava perforation, stenosis, caval thrombosis, and embedment. The patient further alleges "chest pain, activity level went down. Legs hurt can't walk much." (B)(6) 2020, report from CT: "ivc filter is present." "There is an expanded appearance of the left common vein with surrounding stranding which may indicate dvt. Question filling defect and the left internal iliac vein for example axial image 91 raising question of dvt. No obvious filling defects are present elsewhere within the visualized veins to suggest obvious dvt on this markedly limited exam." (B)(6) 2020, report from venogram: "rounded filling defect was seen at the iliac carina with reflux of contrast into the left internal iliac and large left lumbar draining vein. No contrast was seen in the common iliac vein." "Venography was performed above the inferior vena cava filter. Suprarenal cava was patent without filling defect. Total occlusion was seen at the level of the filter. Intermittent areas of thrombus were seen below the filter and extending into both iliac origins. Small lumbar collaterals were seen as well." "Thrombus was seen filling the inferior vena cava filter. This was of mixed echogenicity indicating acute on chronic composition. Similar appearance was seen through the length of the inferior vena cava and into the origins of both iliac veins. Areas of stenosis were demonstrated greatest at the iliac confluence." "16 mm balloon was used for angioplasty across the areas of stenosis in the iliac confluence and ivc. Final venography was performed. Antegrade blood flow was seen through both iliofemoral systems and into the inferior vena cava. Extensive irregularity remain present through all visualized vessels to the level of the filter indicating residual chronic thrombus." (B)(6) 2020, report from venogram: "this demonstrated complete iliac origin occlusion bilaterally. Contrast venography from the level of the iliac carina demonstrated filling defects in the inferior vena cava but patent flow channel. Suprarenal ivc was normal and patent." "This demonstrated subtotal occlusion of the ivc filter as well as the iliac carina. Small amount of thrombus was seen in the proximal right common iliac vein. Right side was otherwise patent. Moderate thrombosis was seen in a longer segment of the left common iliac vein." "Venography was then performed. This demonstrated significant improvement in caliber with patent flow channel bilaterally. Balloon angioplasty was performed to 16 mm bilaterally, residual stenosis present at the left common iliac origin. This was felt most likely be the underlying lesion of the thrombotic event." "A 16 mm x 140 mm venovo stent was placed on the left. A 16 mm x 120 mm venovo stent was placed on the right. These were deployed from just inferior to the ivc filter legs through the external iliac vein bilaterally. These were postdilated to 16 mm through the common iliac segments. Subsequent venography showed brisk antegrade blood flow through the stents into the inferior vena cava. Residua! Thrombus was seen involving the adherent component of the ivc filter. Patent channel was identified however. As the filter was not retrievable, further intervention at the level of the filter was not performed." (B)(6) 2020, report from CT: "hepatic and suprarenal ivc are normal in caliber. Inferior vena cava filter again noted with extravascular like extension of the anterior and left legs with wall apposition of the posterior 50°/o of the filter. Resultant caval narrowing again noted. Just inferior to the filter, these dense within the inferior vena cava are widely patent. Stents extend to the bilateral iliac veins without evidence of focal abnormality or thrombus. Tapering is seen into the external iliac veins just above the femoral veins." (B)(6) 2021, report from CT: "1. Ivc filter in place. 2. Grossly patent bilateral iliac venous stents." (B)(6) 2021, report from venogram: "note was made of the wait was somewhat thickened consistent with intimal hyperplasia in the setting of chronic dvt." "Brisk antegrade flow was seen in the inferior vena cava. However, filling defect in the superior one third of the ivc filter cone as noted at time of intervention one year ago persisted extending to the filter apex. This was associated with the adherence and penetrated legs of the filter corresponding with prior CT." "The filter hook was identified and appeared to be either in close apposition or adherent to the posterior wall of the cava. The majority of the upper: of the filter showed echogenic debris consistent with chronic dvt." "The lower colon of the filter showed patency without evidence of significant to1ner caval narrowing. However, the visualized !vc wall was echogenic and thickened measuring up to 2 mm ln thickness. Just below the filter legs, the origins of the bilateral iliac vein stents were identified. Both sides appear to be widely patent." "Findings were consistent with a 60% !vc stenosis at the level of the filter cone. Note was made that the inflow right iliac vein stent and lumen was larger than the patent portion of the ivc at the filter cone." (B)(6) 2021, retrieval report (attempted): "a guidewire was placed, using a reverse curve catheter, the fibrin tail adjacent to the filter hook was engaged. Guidew!re was snared and pulled back through the sheath. With tension, the fibrin tall was able to be released, snare was once again placed through the sheath and additional attempts were made to engage the filter hook. These were all unsuccessful" "only the right anterolateral filter struts showed intraluminal position allowing for secondary engagement with guldewire snare technique. However, engaging a single !ag has significant risk of filter breakage and/or malposition" despite multiple attempts at engaging and alternatives to see, due to filter legs could not be engaged. At this point, attempts to retrieve the ivc filter were discontinued." "Cava just above the stent termination at me level of the filter feet showed inward tapering. Highest degree of ivc narrowing appeared at the fitter cone related to the fibers occlusion of the filter cone itself. Cava! Caliber returned to normal above the filter hook. No evidence of acute thrombus." "Cone of the fitter demonstrated chronic appearing occlusion with filter adherence to the posterior wall corresponding witl1 venography. Ivc at this level measured less than 100 sq mm. Caval wall thickening was noted along the level of the filter legs. Ivc at this level both iliac vein stents were widely patent without evidence of significant stenosis." "The region of the filter hook and cone showed no significant residt1a! Stenosis. Area of residual narrowing noted at the level of the filter legs. Ivc outflow was widely patent." (B)(6) 2021, report from CT: "findings: central aspect of the inferior vena cava is normal in caliber to the level of the renal veins. At the level of the insertion of the right renal vein, dual stents are visualized. Stents exclude the previously placed ivc filter from the lumen. Interval extension of the stents through the inferior vena cava filter are noted. The appearance of the filter struts is unchanged. Stents maintained patency through the lower ivc and into the iliac veins bilaterally."

Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2022-00101. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Occupation: non-healthcare professional. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, embedment, thrombosis, stenosis, unable to remove, chest/leg pain, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported chest/leg pain, physical limitations is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Per computed tomography report, "filter position: below the renal veins." "Filter tilt: yes." "Filter penetration: yes." "Impressions: the filter is tilted posterior with its proximal cone against the ivc wall. Sagittal image 96. The anterior strut penetrates 9 mm through the ivc wall. Sagittal image 95. The left strut penetrates 16 mm through the ivc wall. It penetrates into the aorta. Coronal image 49. The posterior strut penetrates 0 mm through the ivc wall. Sagittal image 95. The right strut penetrates 0 mm through the ivc wall. Coronal image 50. There are stents in the bilateral common iliac veins that extend side-by-side into the distal ivc."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: aorta perforation, tilt the reported allegations have been further investigated based on the information provided to date. The additional information regarding aorta perforation does not change the previous investigation results for vena cava perforation and embedment. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.